Event description:
The reporter contacted animas on (B)(6) 2012, and stated keypad buttons were intermittently unresponsive. The reporter noted the keypad was peeling in upper right corner after tactile changes occurred. The patient reportedly wore the pump in a case in a pocket and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad cover was returned peeling on the up arrow keypad button and by the ok keypad button. During testing, the up arrow, down arrow and ok keypad buttons were intermittently unresponsive. During investigation, evidence of contamination was found under all key contacts. The keypad buttons did not have normal spring back or click.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.